Event description:
Additional information received reported that doctor stated the migration was not clinically significant.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the investigator noted the lead migrated over time and the cause was not determined.

Event description:
Additional information received reported that at the 48 month visit the x-ray had an additional 5 mm lead migration outward compared to the 2011 x-ray and previous reported lead migration. No revision was recommended at the time of report.

Event description:
It was reported that the patient's lead migrated 5 millimeters in ward. The patient's device was interrogated and no changes were made. No further interventions had occurred at that time. There were no reported symptoms and the outcome was reported as ongoing.

Manufacturer narrative:
Analysis of the lead found no significant anomaly. The lead body conductor had a short between circuits due to overstressed/damaged. The short (overstress damaged) between all of the circuits in the distal segment was suspected by the unknown stylet that was used for extraction.

Event description:
Additional information clarified that the migration of the lead component was 5 mm outward. It was also reported that no actions had been taken. If additional information is received, a follow up report will be sent

Manufacturer narrative:
Analysis results not available as of the date of this report. A supplemental MDR will be submitted when analysis results are available.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported a loss of efficacy. The event was device related specifically migration. No patient injury was reported. The outcome was resolved without sequela. The lead extraction tool was used for lead removal.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient had a loss of efficacy. The patient had increased incontinent episodes and increased frequency. The etiology was the lead and the patient was being scheduled for a revision as an intervention. The event was ongoing.

Manufacturer narrative:
Product ID: 3093-28 lot# v588862, implanted: 2011 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.